Event description:
It was reported that the patients ipg was nonfunctional and was no longer charging appropriately. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg will not be returned.

Event description:
It was reported that the patients ipg was nonfunctional and was no longer charging appropriately. The patient underwent an ipg replacement procedure and was doing well postoperatively.